Manufacturer narrative:
(B)(4). Batch # v96a83. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the etrio314h device was received with no apparent damage. The device was tested with a generator, the hand activation was not functional. However, the device worked properly with the footswitch. The instrument was disassembled to inspect the internal components and it was noted that the hand activation switch button was misaligned. This caused the hand activation failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.

Event description:
It was reported that during a genecology procedure and the button to advance the knife blade would not work. There was no adverse damage to the patient. They opened another type of device to finish the procedure.